Event description:
Information received indicated that the nurse call buttons did not function.

Manufacturer narrative:
The hill-rom technician found that the hand pendant cable was cut in half. He replaced the pendant to resolve the issue.